Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the front bezel to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the nav ring was not working.

Manufacturer narrative:
Report date: 10sept2019. Date received by manufacturer: 06aug2018. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 06aug2018. Added conclusion code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.